Event description:
It was reported that the patient was hospitalized with ketoacidosis due to a possible pump failure. Later on, it was stated that the infusion device was running properly and delivering the correct dose of insulin.

Manufacturer narrative:
The event occurred outside of the united stateswhile this product is not sold in the united states, it is like or similar to a product marketed in the united states.